Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. As received, a complete lead without a stylet was returned in one piece. The helix was partially extended and clogged with blood/tissue. A stylet could not be fully inserted inside the lead due to blood/body fluids found clogged in the inner coil lumen at the proximal region of the lead. The cause of the reported event was isolated to the inner coil lumen clogged with blood/ body fluids. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet failed to be advanced on the right ventricular lead as the inner cavity of the lead was astringent. The lead was not used and replaced during procedure. The patient was stable.